Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to an aortic coarctation interventional procedure. Reportedly, the puncture site was planned to be closed using 2 proglide devices. First 2 attempted devices lacked the suture when the plunger was retracted from the device body. A third and fourth proglide devices, from a different lot number were placed, and sutures were deployed and set aside to perform the index procedure. The arteriotomy was 8 fr and the vessel was reported as not calcified; although a femoral angiogram was not taken prior to the procedure. The sheath was upsized to 14 fr to perform the index procedure. There was a clinically significant delay in the procedure that resulted in patient blood loss, hemoglobin went down to 120-91 g/l, which was treated with 2 units red-cells. The index procedure was completed and hemostasis was achieved with the third and fourth deployed proglide sutures. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient reported to be young. Femoral angiogram not taken - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second proglide referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device lacked the suture when the plunger was retracted from the device body was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. It was reported that an angiogram had not been performed prior to the procedure, which is contrary to the device instructions for use. The probable cause for the reported event was determined to be most likely related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. One unused sterile proglide device with the same lot number as the complaint device (20125j1) was returned for evaluation. Functional testing was performed and the device met manufacturing criteria. The device performed according to specification properly delivering its suture. No manufacturing or abnormal observation was detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample.